Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted.

Event description:
It was reported that the patient had a reaction. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred. However, it is noted that the patient complained of "tongue burning." Device worn off and on (specific dates unknown). Reaction resolved after a few hours (specific dates unknown). The office was instructed to return the device for further eval.

Manufacturer narrative:
CAPA 2023-006 the device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results unable to complete DHR as no lot number was provided. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results customer did not return the complaint part for investigation. However, the non-visual device investigation has been completed. Root cause a root cause for this complaint cannot be explicitly determined. IFU 7322 rev 6.0 (silent nite sleep appliance instructions for use) provides warning in "precautions" section: · do not soak the device in mouthwash, denture cleanser, hot water (> 50 °c) or alcohol. · do not wash the device with soap, toothpaste, or mouthwash. · do not dry the device with a blow dryer. · do not store in direct sunlight." Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device (haley) following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The haley test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for haley sleep device (rpt 9733 rev 1.0). · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Manufacturer narrative:
Additional data: b2, h6 (health effect - clinical code, and investigation conclusions code - 22) corrected data: h6 (health effect - impact code, medical device problem code, investigation findings code, and investigation conclusions code - 4315). Device labeling: patients should use with caution. Allergic reactions cannot be excluded. Regular dental follow-ups are recommended to review any side effects to avoid device breakage, allergic reaction, irritation, or discomfort that leads to frustration or discontinuation of this therapy. CAPA 23-006. Manufacturer reference: (B)(4).